Event description:
A staff member removed a glucose testing strip from the vial of strips and noted that confirmation dot on strip was blue. The confirmation area has a pin point dark blue spot with the surrounding area in a lighter blue color with some speckled areas.